Event description:
A user facility reported that the evis exera iii video system center video connector is broken however; the connection is still possible. The event occurred during a gastro procedure and a similar device was used to complete the operation with a delay due to setting up the similar unit. During a standard service inspection of the customer return device, printed circuit board failure was noted. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, it was noticed that the locking system of the video connector was faulty, but the connection was still possible. A complete loss of the image function was observed on the monitor screen when connecting endoscopes from the unit due to the failure of printed circuit board. In addition, dust was found inside the portable memory port. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 25-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿video connectors are broken but can be connected¿ was reproduced, and the lock failure was confirmed. Regarding the cause of failure, it has been pointed out that it was caused by the handling of the user. Additionally, it was confirmed that ¿no images were displayed¿ by evis exera ii series scope due to dr-substrate failure. The design of the dr board has been changed, and it was confirmed that the device was a product before the change in design. When the change history of the parts was checked for events for which no images were obtained by combining with evis exera ii series scope, it was checked that the change of the dr board was being changed on april 16, 2018. It was confirmed that the design of the op-amp circuit of the dr board was changed on the assumption that it did not conform to the specifications (there is a possibility that the inside of the mask will be black out in the 180 scope). Countermeasure products have been shipped on or after june 13, 2018 the instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.